Manufacturer narrative:
On (B)(6) 2022, additional information was reported: it was reported that the customer's blood glucose (bg) level was 364 mg/dl. The customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy.